Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg had eroded through the skin. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was explanted and the new ipg was relocated which resolved the issue.